Manufacturer narrative:
The pump was not returned to (B)(4), who is unable to complete an evaluation. This MDR is being submitted because the reported event involved a pediatric patient. (B)(4), having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to the well-being of pediatric patients, submits mdrs for all overrun-related complaints involving patients under (B)(6).

Event description:
The initial reporter stated:"pump is not alarming when there is air in the tubing".(B)(4).